Event description:
It was reported that the customer's blood glucose level was 166 mg/dl and her sensor glucose level was 40 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. Troubleshooting was performed. The customer removed the sensor and discovered that the sensor's cannula was bent. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to low readings. Also found that the cannula was bent. It was unable to be confirmed if the customer received the sensor in said condition due to customer returning the sensor opened/used.